Event description:
Received info regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level was not impacted. Customer indicated that she would return home to change the cartridge.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.